Event description:
It was reported that during an arthroscopy, both anchors of five fast fix 360 were fired within one initial shot. The procedure was successfully completed without surgical delay using a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Additional information: h6 (component code, type of investigation, investigation findings, investigation conclusions). Results of investigation: the reported device was received for evaluation. A visual inspection revealed that they are not in their original packaging. The insertion devices were returned in the pret1 setting with no suture or implants returned. There is biological debris on the devices. A functional evaluation was performed on the returned device and found they cycle as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time. Corrected data: d9 & h3 (sample returned for analysis).